Event description:
It was reported that the water was coming out from the bottom of the arctic sun device when the nurse removed the pads from the patient. And hence the arctic sun device was unable to use. Per follow up information received on 03dec2021, the pads were emptied themselves as they were being removed. Therapy had been finished. Per follow up information received on 06dec2021, therapy stopped when they removed the pads from the patient, the arctic sun was not used after this point.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water was coming out from the bottom of the arctic sun device when the nurse removed the pads from the patient. And hence the arctic sun device was unable to use. Per follow up information received on 03dec2021, the pads were emptied themselves as they were being removed. Therapy had been finished. Per follow up information received on 06dec2021, therapy stopped when they removed the pads from the patient, the arctic sun was not used after this point.